Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a burn-like irritation underneath the lifevest electrodes. The patient's nurse advised to remove the lifevest. During a follow-up the patient reported that the irritation improved after removing the lifevest.